Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any issues or trends for the complaint lots. Device history record review did not identify any non-conformances or deviations associated with the likely cause lots. Historical performance was reviewed using data gathered from customers worldwide. The patient median results for the complaint lots are found to be within established baselines confirming no systemic issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 50318un21 was identified.

Event description:
The customer observed a false positive architect troponin result generated on an architect i1000sr analyzer for two patients. Customer provided diagnostic cutoff = >/= 0.3 ng/ml. Patient 1 (sid unknown) initial result = 0.49 ng/ml, repeat result = 0.01 ng/ml and 0.01 ng/ml. Patient 2 sid (B)(6) initial result = 0.47 ng/ml, repeat result = 0.00 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier and date of event: patient 1 sid unknown, (B)(6). Patient 2 sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.